Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had tf alarm 389 - no o2 dosing possible happened upon connecting to o2 supply. There was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Vyaire ts advised customer to perform o2 gas path test. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to leaking o2 safety valve. Gas path test shows that the safety valve is leaking 1.29 lpm @ 4.26 bar. As a resolution, advised customer the inspiration block needs replacement.